Manufacturer narrative:
Customer service sent the customer a replacement pump. In follow up with the customer, she indicates that she began using the breast pump when her baby was (B)(6), on approximately (B)(6) 2012. She both breast feeds and pumps to feed her baby. Milk backed up into the pump and stopped working. On (B)(6) 2012, she developed mastitis and was treated by her physician with dicloxacillin. She received the replacement pump and was using it without issue, but the mastitis recurred. She was again treated by her physician, but with cefadroxil. Her physician advised her to discontinue breast feeding and pumping in light of the recurring infection. The customer indicated that she has weaned her baby and she is recovering from the infection. She also indicated that she would return the pump for testing/analysis. However, as of the date of this report, the pump has not been received. "Mastitis is usually a benign, self-limiting infection, with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis." ["Breastfeeding and human lactation" (riordian and wambach, 4th edition, page 294)]. We will continue to follow up with the customer to get the pump for testing/analysis. It cannot be definitively concluded that the pump caused, or contributed to, the mastitis. Should additional info or the original product be received, resulting in new, changed, or corrected info, a follow up report will be filed. We will monitor complaints for similar issues.

Event description:
The customer reported to customer service that after pumping for approximately one month, milk backed up into her breast pump and the pump stopped working. She was diagnosed with mastitis for which she sought medical treatment.